Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. However, the insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube, broken battery tube threads, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident is unknown. Insulin had squirted from the tubing during the manual prime process. The insulin pump will be returned for analysis.